Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1: reporter name and address, city, email address, establishment names: unknown/not provided. Section e1: reporter phone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an attempt was made to implant the johnson and johnson (jnj) intraocular lens (iol). During manipulation and loading of the lens, the iol suffered a structural rupture upon deployment which completely prevented the implantation. It was emphasized that the standardized technique was used and that there were no variations from the usual procedure that could explain the issue reported. Reportedly, the incident caused high intraoperative tension, as the patient was within the critical surgical timeframe, and it was necessary to resolve the issue immediately to avoid further risks. The procedure was stabilized using an alternative iol. The suspect lens was rendered unusable. Through follow-up it was reported that the product was returned. No further information is available.